Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with noise reversion episodes from their right ventricular lead. It was suspected that they were caused by electromagnetic interference (emi). Patient came in to the clinic on (B)(6) 2020. Isometric exercises did not reproduce the noise. Device was also reprogrammed accordingly. Patient was stable after the event. New information received noted that the lead had been explanted on an unknown date. Patient condition after the procedure was not reported.

Manufacturer narrative:
H1 and d10 did not need to be selected but can't be unselected. A partial lead was returned for analysis in 1 segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.